Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed all functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test, active current test and the dat test at 0.0871 inches. However, unit received with high sleep current due to corroded battery tube. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink but there was no data to generated reports. The screenshot of the carelink is attached below. No over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. In further full review of the pump history on the event date of may 04, 2020 bolus delivered of 1.4u at 12:14:52.000, 0.7u at 15:15:42.000, 1.7u at 19:19:30.000, 0.7u at 22:36:24.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked retainer, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case-corner of belt clip rails, stained serial number label and corroded battery tube. In summary, customer allegation for pump over delivery not confirmed during testing. Battery cap contact missing confirmed. Retainer ring damage confirmed due to cracked retainer ring. Unexpected battery power loss was confirmed due to corroded battery tube. Unable to verify customer alleged for low bgs. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 82 mg/dl the customer also reported the pump was under-delivering. The customer was treated with a food intake. The customer experienced dizziness. Troubleshooting was performed and found that the pump was used within 48 hours and it was unknown whether the auto mode feature was active at the time of the event. No harm requiring medical intervention was reported. The customer will discontinue using the pump and the pump was returned for analysis.